Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-jul-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("swelling of stomach") in a female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 1 diabetes mellitus, hypothyroidism and hypertension. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and weight fluctuation ("difficulties to control weight"). The patient was treated with surgery (laparoscopic fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension and weight fluctuation outcome was unknown. The reporter provided no causality assessment for abdominal distension and weight fluctuation with essure. The reporter commented: implants were inserted without problems, insertion procedure took 2 minutes. Events started soon after essure insertion. Removal was performed at patient's request. Regarding the causality or contribution to the events, the physician did not know, unlikely. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 9-nov-2018: device removal questionnaire and samples were received. Essure lot number d60141 was inserted on (B)(6) 2016 and removed on (B)(6) 2018 by laparoscopic salpingectomy. Events started soon after insertion. History information was added (type 1 diabetes, hypothyroidism, hypertension). Causality assessment was unknown/ unlikely. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 25-jul-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("swelling of stomach") in a female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 1 diabetes mellitus, hypothyroidism and hypertension. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and weight fluctuation ("difficulties to control weight"). The patient was treated with surgery (laparoscopic fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension and weight fluctuation outcome was unknown. The reporter provided no causality assessment for abdominal distension and weight fluctuation with essure. The reporter commented: implants were inserted without problems, insertion procedure took 2 minutes. Events started soon after essure insertion. Removal was performed at patient's request. Regarding the causality or contribution to the events, the physician did not know, unlikely. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.